Event description:
It was reported that the catheter balloon was "broken." The catheter was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis summary: the balloon catheter was returned, analyzed and no anomalies were found. There was blood on the catheter and the balloon inflates and deflates as normal.